Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 700's mg/dl, and diabetic ketoacidosis. The cause of elevated bg was unknown. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin. Reportedly, the customer was released a couple days later with the issue resolved and no permanent damage.